Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 500 mg/dl with large ketones; cause was unknown. Bg was addressed via manual injections the customer was instructed to consult with the healthcare provider regarding bg level.